Event description:
The pt received the scs system on (B)(6) 2009. It was reported that the charging system cannot locate the ipg. A replacement charging system was issued to the pt. The MFR has attempted to obtain confirmation that the replacement charging system resolved this issue; however, no further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.